Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, found no anomaly contributing to reported event of failure to interrogate.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the new right ventricular (rv) leadless pacemaker (lp) exhibited loss of conductive telemetry. The rvlp was not implanted, and an alternate near at hand was implanted on (B)(6) 2025. Patient condition was stable.